Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the pump was unable to advance through the end of the peel-away sheath after multiple attempts were made by two different physicians. A kink was noted under fluoroscopy, and the motor housing was unable to advance.